Event description:
It was reported that an unspecified malfunction alarm occurred. The customers blood glucose level was reported between 500-600 mg/dl. Customer administered a manual correction injection to address bg level. Reportedly the customer continued to use pump for insulin therapy.